Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the describe event or problem, b5 field for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that atrial under sensing was observed on this pacemaker system. Technical services (ts) advised this is functional under sensing. The patient is pacemaker dependent. Additional review found under sensing had resulted in false pacemaker mediated tachycardia episodes to be stored. Ts advised there was evidence of some atrial far-field oversensing. Ts found there is increased power consumption for persistent high rate atrial sensing and the right ventricular pacing at a higher average pacing rate. The patient is on an advisory for accolade high battery impedance and is expected to have a cardioversion and a device change in the future. Ts noted the device has been recently reprogrammed. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that atrial under sensing was observed on this pacemaker system. Technical services (ts) advised this is functional under sensing. The patient is pacemaker dependent. Additional review found under sensing had resulted in false pacemaker mediated tachycardia episodes to be stored. Ts advised there was evidence of some atrial far-field oversensing. Ts found there is increased power consumption for persistent high-rate atrial sensing and the right ventricular pacing at a higher average pacing rate. The patient is on an advisory for accolade high battery impedance and is expected to have a cardioversion and a device change in the future. Ts noted the device has been recently reprogrammed. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that atrial undersensing was observed on this pacemaker system. Technical services (ts) advised this is functional undersensing. The patient is pacemaker dependent. Additional review found undersensing had resulted in false pacemaker mediated tachycardia episodes to be stored. Ts advised there was evidence of some atrial far-field oversensing. Ts found there is increased power consumption for persistent high rate atrial sensing and the right ventricular pacing at a higher average pacing rate. Ts noted the device has been recently reprogrammed. Subsequently, additional information provided this pacemaker was explanted. Another pacemaker was implanted to complete the procedure. The pacemaker has been returned but analysis has yet to be completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did meet longevity expectations. Device memory was reviewed and no error codes were noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that atrial undersensing was observed on this pacemaker system. Technical services (ts) advised this is functional undersensing. The patient is pacemaker dependent. Additional review found undersensing had resulted in false pacemaker mediated tachycardia episodes to be stored. Ts advised there was evidence of some atrial far-field oversensing. Ts found there is increased power consumption for persistent high-rate atrial sensing and the right ventricular pacing at a higher average pacing rate. Ts noted the device has been recently reprogrammed. Subsequently, additional information provided this pacemaker was explanted. Another pacemaker was implanted to complete the procedure. The pacemaker has been returned and analysis performed. No additional adverse patient effects were reported.